Event description:
Rptr writes: "before I had silicone breast implant, I was very young, full of life, healthy, active, had a good federal job, happy and productive citizen, in spare time I voluntered helping people in my community. I had a plan to go back to school and fulfill my dream. I always work hard to achieve my goal. I pursue my dream to the best of my ability. I also had a hope to have a family at least 4 children. I believe and love this country very much. I trust in constitution of this country which I have made my own. I trust in human rights and privileges for all of her people. I trust in justice system make foundation for her liberty, freedom and justice. But now, I do not know that I still should believe it or I am a victim of betrayal. I am now totally disabled, gave up my job, live on helping hands and have no life ahead. Everything I hope for melted as wax before my eyes. I must applied for retirement due to disability at the very early age. I was sick at the prime time of my life and still now for the rest of my life. I am a victim of silicone epidemic disease. To make my breast equal in size, in 1981, I was 25 years old, I submitted to breast implant operation. Because the doctors, all assured me that implants were safe. And the silicone was not any harmful. I further asked him about the safety of breast feeding my future children and he assured me, it was safe. He stated that his wife too, had breast implant and she breast fed their children. He also stated that the FDA had approved of the product safety. Nothing can sold to the public without approval for product safety. So don't be afraid. It's safe, it's for life time. Nothing could go wrong with silicone, many women have it, and they are o.k. In as little as a year's time, I began feeling ill, as time past I began to develop multiple symptoms from bad to worse and worst. Pain and achy every bones and muscles; joints swelling; very very tired, fatigue; can't sleep, can't sleep straight as usual before; stiffness every inch of the body; swelling the whole body; no energy at all time; collapse quickly; pick up flu and bronchitis sysmptoms every week, fever from 98 degrees, 99 degrees, to 101 degrees and 104 degrees frequently. Bone deteriotation, disc herniate, pain and swelling; bruise skin all over very easy daily; weakness all part of the body; the pain of the bone go very deepest inside of marrow; the muscles twisting and jumping without control; tingling and numbness spreading out from one part of the body to one side of body, time to time feel like paralysis. Memory loss is terrified, can't concentrate, cannot recall, can't remember what I read, losing mind, lose direction, lose things, confusing, disorientation, lose track of things, lose ability to learn, to recall, can't keep up, can't get things done, intellectual function down to the point of embarrassment. Vision very abnormal, changing blurred vision; spotless vision; can not detect the distance correctly; double vision;